Manufacturer narrative:
(B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please provide the lot number?

Event description:
It was reported that a patient underwent a liver transplant on (B)(6) 2021 and suture was used. During the procedure, after the surgeon tied the portal vein and removed the clamp, the suture broke. The surgeon resewed and the case was completed with no adverse patient consequences. No additional information was provided.